Manufacturer narrative:
Evaluation summary: the iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after insertion, it was noted that the iol was scratched. The iol was not removed.